Event description:
Family member called lfs in 2001 on behalf of customer alleging that the segments were missing from the display of the customer's one touch profile meter. According to the documentation by "ccr" "had an insulin shock and called an ambulance". Another meter was used and a reading of 86mg/dl is documented with no symptoms. Rep spoke with family member 20 days later and family member provided the following info: customer has been a diabetic for about 25 years and tests themselves 3 to 4 times a day. Customer had been using the subject meter since 1995. On the day of the incident, family member does not recall the date, but said it was 2 days prior to the day they called lfs, around midday, customer took about 10 units of humalin n insulin based on the meter reading. Family member said that the meter "told customer to take insulin". Family member does not know what that reading was and exactly how much insulin customer took (thinks it was 10 units). Family member came home and found customer "comatose, clammy, and incoherent and had gone into an insulin shock". Family member gave customer some hard candy and "some liquid glucose". Family member then called the ambulance and the paramedics came. Family member did not recall if the paramedics did a bg test before administering d-50 (dextrose) through IV at the scene. Customer started to come around and was then taken to the emergency room and was there for about 4 hours. Family member does not know what the diagnosis was or if a bg test was done in ER, but does recall that customer was given d-50 in ER again.